Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using kit bd max ext enteric bacterial panel there was discrepant results. The customer got a double positive for salmonella and vibrio and on repeat salmonella was positive and vibrio was negative. Customer also got a positive result for plesiomonas and on repeat it was negative. The customer reported the first runs results but corrected the reports after the repeats. No patient impact. The following information was provided by the initial reporter: max 443812 discrepant results on (B)(6) 2022, customer got a double pos - for salmonella and vibrio; on repeat - salmonella was pos, and vibrio was a neg; on (B)(6) 2022, customer got a pos for plesiomonas; on repeat, it was a neg.

Manufacturer narrative:
H.6 investigation summary: review of the manufacturing records of both bd max enteric bacterial panel lot 2102283 and bd max¿ extended enteric bacterial panel lot 2119123 kits indicated that lots were manufactured according to specifications and met performance requirements. The first sample (run #5079, position b2) initially gave a positive result for both the salmonella and vibrio targets but when repeated, it gave a positive result for the salmonella target only. The second sample (run #5085, position b6) initially gave a positive result for the plesiomonas target but when repeated, it was negative. Manual pcr curve adjudication was conducted across these two samples. Analysis of pcr curves for the first sample (b2 in run 5079) show early and true amplification of the salmonella target. However, the pcr curve obtained for the vibrio target showed a step dislocation in the raw pcr signal and generated a vibrio positive result. It is unlikely that this positive result is due to true amplification. Analysis of pcr curves for sample b6 in run 5085 also show a step dislocation in the raw pcr signal and generated a plesio positive result. Again, it is unlikely that this positive result is due to true amplification. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for aberrant curves is a conservative assessment. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ extended enteric bacterial panel kit lot 2119123. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that while using kit bd max ext enteric bacterial panel there was discrepant results. The customer got a double positive for salmonella and vibrio and on repeat salmonella was positive and vibrio was negative. Customer also got a positive result for plesiomonas and on repeat it was negative. The customer reported the first runs results but corrected the reports after the repeats. No patient impact. The following information was provided by the initial reporter: max 443812 discrepant results on (B)(6) 22, customer got a double pos - for salmonella and vibrio; on repeat - salmonella was pos, and vibrio was a neg; on (B)(6) 22, customer got a pos for plesiomonas; on repeat, it was a neg.